Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a dexcom g7 experienced a pairing failure between the ilet and the cgm while glucose readings were available on the phone; the issue was traced to a mismatched sensor pairing code and resolved by updating the ilet code to match the active sensor. Symptoms included no adverse clinical effects and no reported abnormal blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the device functioned as designed once the correct sensor code was entered. It was concluded that the event resulted from user setup error and not a device malfunction.